Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that this right ventricular (rv) lead was surgically explanted due to calcification. Prior to procedure this rv lead was functioning fine. Subsequently, this rv lead was explanted and replaced. No additional adverse patient effects were reported.